Event description:
It was reported that during a laparoscopic iquinal hernia repair the device was fired for the third firing and would not open. They manually manipulated the device and removed it from the tissue. The tech noticed the jaw broke off when placing it into the bag; the piece is in the bag with the device. They completed the procedure with a new like device. There was no patient consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time additional information: (B)(4)

Manufacturer narrative:
(B)(4). Jaw. The analysis results found that the device was returned with one jaw broken at middle making the instrument non-functional. Evidence of corrosion was noted on the broken area; possible cause of this condition may be the exposure to a solution containing chlorine. One possible cause for the damage found might be excessive loading due to forming a clip over another clip exceeding the structural capability of the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.